Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the anchor's threads of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet were warped/damaged. -functional testing was not performed due to the damage to the device. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. The most likely cause(s) of the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion.

Event description:
On 5th march 2026, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet; the anchor was deformed during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-2324bcc was used. Ar-1927pb and ar-2324ptb were used to prepare bone socket. The bone quality of patient was hard, and no fragments were left in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.